Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review of the returned homechoice device revealed that there was a system error (se) 2367 with the se 2267 occurring right before, which is an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.